Event description:
The reported feedback suggests that there is back flow. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
A sample was not available for investigation of this feedback; however the customer indicates that back flow was observed during infusion. The customer confirmed the back flow was identified after several hours of infusion. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 17065531 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature please note that the 2000e product is not a back check valve and therefore during use it may be possible for back flow to occur under certain infusion rates and clinical set-ups. When the smartsite component is accessed with a compatible male luer, it is effectively an open path, through which fluid can travel in both directions; however, when the connecting product is removed, it becomes a closed system. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the smartsite product.

Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number 2000e. The 510k number provided is for the domestic similar product. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that there is back flow. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.